Event description:
It was reported that a patient who underwent dialysis using an ak 98 dialysis machine, experienced ¿suspected "vascular hemolysis. It was reported the patient was hospitalized after treatment was completed. Treatment for the event was not reported. At the time of this report, the patient was discharged, and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a local technician. There was no defect or malfunction identified. Review of the log files revealed there were no findings available associated with the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of suspected hemolysis was not verified. The cause of the condition could not be determined. No abnormalities/alarms/kink in the blood lines during the treatment were reported. Water analysis was performed, hemolysis due to chloramines was not confirmed by water analysis. Based on additional information received, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.